Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that approximately 1-2 times per week, a bolus will cancel and only deliver part of the bolus. The pump¿s alarm history was reviewed with no correlation to cancellations. The reporter states no power issues were experienced at the time of the cancellations. This complaint is being reported because the issue could contribute to a delay in treatment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: during investigation, there were cancelled boluses observed in the bolus history. A normal 10 unite bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).